Event description:
It was reported that prior to the start of a da vinci-assisted umbilical hernia tapp surgical procedure, the mega suturecut needle driver was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken grip at the midpoint of the grip. A piece approximately 0.125" x 0.201" was found to be broken off. The broken piece was not returned. The complaint regarding broken tip was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.